Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Refer to concomitant medical products for further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient had a metatarsal plate implanted in the patients left foot. The plate was removed approximately 7 months post-op. Allegedly, the patient had lesions, skin rashes, disorders and disfigurements that appeared between 3-9 months prior to the surgery. This disappeared 9 months post-op. During medical exams and x-rays post-op, it was revealed that the bones in the foot failed to knit due to the inflammation caused and exacerbated by the implanted plate and screws.